Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0qpw8, implanted: (B)(6) 2015. Product type: lead. Product ID: 3387s-40, lot# va0p7r4, implanted: (B)(6) 2015, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the hcp emailed the rep reporting that patient was having lead revision on friday. The rep did not know why the revision was needed or when the issue occurred. Additional information was received from the rep on (B)(6) 2018 indicating that the patient had high impedances of over 40,000 on contact 3 on the right lead. The doctor was going to troubleshoot and see if the lead needed to be replaced today. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# unknown, product type: extension; product ID: 3387s-40, lot# va0qpw8, implanted: (B)(6) 2015, product type: lead; product ID: 3387s-40, lot# va0p7r4, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the right extension was replaced and everything was fine. No further complications were reported/anticipated as a result of this event.

Manufacturer narrative:
Analysis of the extension-serial number (B)(4) found that the conductor 1 was broken 3.9cm from proximal end. Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6)2015 explanted:(B)(6)2018 product type extension product ID 3387s-40 lot# va0qpw8 serial# implanted: (B)(6)2015 explanted: product type lead product ID 3387s-40 lot# va0p7r4 serial# implanted: (B)(6)2015 explanted: product type lead h6: if information is provided in the future, a supplemental report will be issued.